Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment issue occurred. The sensor was inserted on (B)(6) 2025. The applicator was provided for investigation. An external visual inspection was performed and passed. The device was opened, and the internal visual inspection was performed and passed. The wearable was also provided for investigation. An external visual inspection was performed and failed due to gooseneck and sensor wire broken. The probable cause could not be determined. Additionally, a broken sensor wire was found in connection to the reported allegation. No injury or medical intervention was reported.